Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the left cylinder of this ambicor penile prosthesis (app) presented with an aneurysm. As a result, the device was explanted and replaced with an inflatable penile prosthesis (ipp). No additional information has been provided.

Event description:
It was reported that the left cylinder of this ambicor penile prosthesis (app) presented with an aneurysm. As a result, the device was explanted and replaced with an inflatable penile prosthesis (ipp). No additional information has been provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Additionally, a batch number is not provided, therefore a DHR cannot be performed. Based on the information available the cause that contributed to the reported event cannot be established.